Manufacturer narrative:
The reported events were twiddlers syndrome, lead dislodgement, extra cardiac stimulation and high pacing threshold. The reported event of high pacing threshold was not confirmed. Electrical, visual, and x-ray examination did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for a follow-up after experiencing discomfort from extra-cardiac stimulation. Upon interrogation, it was observed that the left ventricular (lv) lead exhibited high capture threshold and had dislodged due to twiddler's syndrome and heavy lifting. The lv lead was explanted and replaced. The patient was stable throughout.